Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received blood glucose (bg) levels in the high 200-300 mg/dl range. This would occur on the third day of using the infusion set and the cartridge would have approximately 40-80 units of insulin in it. The high bg level would be resolved after the supplies on the pump were changed. However, after delivering a bolus, a significant drop in the bg was not always seen. Tandem technical support had the customer perform a system check and the pump with the current supplies were found to be functioning as expected; however, the customer thought the issue was with the pump as the bg level increased on the third day.